Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical resection of pulmonary carcinoma, while on dissociated lung parenchyma, the staples did not form properly and the staple line was incomplete distally. The device was replaced with a new one and the surgeon had to hand sew the incomplete staple line.